Event description:
Dampening of the waveform occurred less than 24hrs after initiation of iabp therapy and blood was noted in the tubing. The surgeon was unable to aspirate the clot in the tubing and the iab was removed and not replaced. The pt is stable. Pt also had an arterial sheath in to monitor bp.